Event description:
A report was received that the pt's skin is eroding around the lead. The physician decided to explant the entire system. During the procedure the physician noticed that the suture sleeve was the cause of the skin erosion and decided to replace the suture sleeve and not explant the entire device. The physician also did not note any infection. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.